Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver tip broke off when tightening the locking screw into the mgs baseplate. It was retrieved from the screw head. The surgeon was not using the torque indicator as per their preference when the driver broke, a replacement screwdriver was attached to the torque indicator, and the screw was confirmed to be torqued down. No delay in the case and the case was completed successfully. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.